Manufacturer narrative:
The impella pump was returned for analysis. The introducer sheath was not returned for analysis. Upon benchtop testing of the pump, there was no observed damage found to the pump's repositioning unit. The unit was tested for leaks and none were found. The trending analysis found no other complaints of a similar failure mode. The cause of the hematoma and femoral artery dissection were unable to be determined. The failure mode will be monitored and trended.

Event description:
A patient was transferred from the outlying medical center to the tertiary medical center for care. Prior to the transfer the patient's acute myocardial infarction (ami) was treated with thrombolytic drugs, specifically tenecteplase, and arrested. During his arrest the patient received multiple defibrillating shocks to restore rhythm. Upon arrival to the tertiary medical center the impella cp was placed for hemodynamic support in the cardiac catheterization lab. The introducer sheath was removed, and upon advancement of the impella, the patient developed a hematoma at the access site. Despite all efforts, the hematoma and associated bleed could not be stopped with manual pressure, and so the team performed an angiography of the site which revealed a femoral artery dissection at the impella access site. The team explanted the impella pump, placed a new 14fr introducer, and the patient was transferred to the operating room. While in the operating room he had coronary artery bypasses placed. There was no repair to the femoral artery as hemostasis had been achieved with an introducer alone.